Manufacturer narrative:
This product is registered as a combination product. (B)(4). A complete lead was returned for analysis. External insulation abrasion was noted at 41.4 cm to 41.5cm and 47.9cm to 48.0 cm from the connector pin consistent with friction to another device or features of the heart.

Event description:
It was reported that the right ventricular lead exhibited an unspecified issue. The patient presented for lead revision procedure and the lead was explanted and replaced. No patient consequences was reported.